Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed multiple alarms with consecutive cartridges and decided to replace the pump while the customer opted for multiple daily injections as a backup therapy. No additional information was provided regarding any interest in an out-of-warranty pump, and the pump was confirmed to be out of warranty.